Manufacturer narrative:
Argus case: (B)(4).

Event description:
He removed the implant because it got infection [implant infection]. He got infection on the tooth [tooth infection]. Currently, he feels very uncomfortable [discomfort]. Case description: this case was reported by a consumer via call center representative and described the occurrence of implant infection in a male patient who received denture cleanser (polident) tablet (batch number unk, expiry date june 2017) for denture wearer. Concurrent medical conditions included dental treatment. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced implant infection (serious criteria gsk medically significant), tooth infection, discomfort and expired drug used. The action taken with polident was unknown. On an unknown date, the outcome of the implant infection and tooth infection were recovering/resolving and the outcome of the discomfort was not recovered/not resolved and the outcome of the expired drug used was unknown. It was unknown if the reporter considered the implant infection, tooth infection and discomfort to be related to polident. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on (B)(6) 2022. Consumer reported that," male consumer purchased the polident cleanser (he said it is written cleaning tablet) 48 tabs from the local supermarket. At that time, he purchased the one of 2 products. He used the product on upper denture. Exact product name is unknown. 8 tabs left out of 48 tabs, so he visited the supermarket again and he tried to purchase the product. But only then, after the owner (of the supermarket) saw the product, s/he said the expiry date is passed too long. When the consumer checked the product he used, the expiry date has passed the 5 years. The expiry date was june 2017. He used the product continuously, without knowing that it has passed the expiry date. Male consumer said he is taking the dental treatment now. While he was using the expired product without knowing it, he removed the implant because it got infection, and he got infection on the tooth. He got the treatment but it didn't cured continuously. He is planning to visit the dental clinic. When he used the product, the melting time of the cleanser took very long. The cleanser was fully melted after 15 minutes. Currently, he feels very uncomfortable. Consent to follow up call: call hung up before asking. Concurrent disease/concomitant medication: call hung up before asking." Dental implant was removed due to implant infection.